Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-04327 and 2134265-2014-04329. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), intravascular ultrasound (ivus) was performed with an ilab ultrasound imaging system in conjunction with an opticross¿ imaging catheter. However, the motor drive unit (mdu) failed to perform automatic pullback. The procedure was completed with another of the same imaging catheter and sled. No patient complications were reported and the patient's condition is good.